Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 28-jan-2022.

Manufacturer narrative:
Device evaluation: 1 x gepd-5-3 of unknown lot number was not returned to cirl for evaluation. This file deals with user error due to an incorrect wireguide used on the replacement device. Prior to distribution all gepd-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gepd-5-5 device could not be conducted as the lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ additional information received confirmed that the incorrect wireguide (0.025") was used with the replacement gepd-5-3 device. The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the physician was advancing the pusher over a wire guide, he felt resistance, so he stopped using the device ((B)(4)). Another gepd-5-3 was used instead and the pusher included in the replacement set could be used successfully. Updated with additional information, 7/dec/2021 (B)(4). The device lot number is either c1818792 or unknown. When the physician was advancing the pusher over a wire guide (visiglide2, 0.025inch), he felt resistance, so he stopped using the device. (Captured under a separate complaint) another gepd-5-3 (lot# c1818792 or unknown) was used instead and the pusher included in the replacement set could be used successfully. (Also used with visiglide2, 0.025inch) (this complaint) there have been no adverse effects to the patient reported. After the procedure, the physician tested if the wire guide would be able to advance through the pusher; when he pushed the wire guide forcibly, the wire guide could be inserted through it. Lab evaluation completed on 13-dec-2021: no defect observed. There have been no adverse effects to the patient. Additional information: 7/dec/2021) answer to #4 is provided. For all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact device placement. 2 what was the target location for the stent? Pancreas 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* updated on 7/dec/2021) visiglide2, 0.025inch/ olympus 5 was the wire guide lubricated prior to use? Updated on 7/dec/2021) unknown 6 was the device at the centre of the complaint inspected for damage prior to use? 7 was the wire guide inspected for damage prior to use? 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown 16 was a straightener used to straighten the stent? N/a 17 (if any damages were confirmed prior to use)was the package damaged? N/a <additional information provided by the rep on 7/dec/2021 (B)(4). When I ((B)(4) received the returned device, I noticed that the stent and straightener were packed in a sealed pouch. According to the rep, the pouch with the stent and straightener is highly likely to be from the set of the replacement device, which means that the stent placed in the patient might have been from the set of the complaint device (the problem is related to the pusher) and the physician might have replaced only the defective pusher with a new one. It cannot be determined if the returned package was from the complaint device or replacement.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.